Event description:
Port-a-cath originally placed in 2008 and used without problem up to 2 weeks prior to this occurrence was found to be broken when trying to give medication on about 2 months later, medication administered and swelling noted at port site. Broken port - chest x-ray reveals catheter separated from the port. Required surgical procedure to replace catheter.